Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. 510k: k200972. Investigation evaluation: the product said to be involved was returned in a open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The device was returned with the on/off switch in the "on" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. One of the returned catheters (catheter #1) presented with discolored powder and blood in the tubing, and red discoloration at the tip. The other catheter (catheter #2) did not present with any visible kinks or powder inside the tubing. The device was deactivated prior to returning so it was not tested as returned. The co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. The returned catheters was attached for testing. Catheter #1 did not spray as intended when tested. Catheter #2 sprayed as intended when tested. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray is a clogged catheter. Catheter #1 is clogged with discolored hemospray powder. However, the device functioned as intended without the use of catheters as well as with catheter #2. The likely cause of the clogged catheter is related to blood or other fluid from the surrounding area clogging the device due to use error. This is indicated by catheter #1 being unable to spray. To assist the user, the instructions for use (IFU) state the following, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." The report indicated that the user did not attempt to spray with catheter #2, which sprayed as intended during use of the device. The IFU states: "note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hemospray endoscopic hemostat for a bleeding duodenal ulcer. It was reported that the device was activated (punctured the co2 [carbon dioxide] cartridge) and placed down [the] endoscope. Once it [the catheter] was in position, it [device] would not fire any powder. After that, they [physician] took it [the catheter] out of the scope and it still would not fire powder. A second catheter was not attempted. Another of the same gpn [device] was used successfully to complete the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.